Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the garment. The patient confirmed having a nickel allergy. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended using unscented water-based lotion on the skin irritation. The patient applied cortisone cream to the skin irritation and removed the lifevest. The patient confirmed the skin irritation improved.